Event description:
Covidien received a report alleging that the device provided high spo2 readings.

Manufacturer narrative:
Unit was evaluated and the failure of high spo2 readings was verified. Covidien service engineer was able to isolate failure cause to emi shield that was improperly soldered on to the pcb board. The unit had not been serviced at covidien service center prior to this event. Thus the repair to this pcb board was not made by covidien.